Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The investigation is ongoing. A supplemental medwatch will be submitted when the investigation is complete. Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It was reported that in the opinion of the perfusionist and the cardiovascular surgeon, a pt on 90 minutes of support appeared to receive incomplete oxygenation due to the dark color of the blood and lack of improvement in the pts po2 and svo2. Then suddenly bright red blood came through the arterial line and the customer was 'wondering if a clot could have caused this." The cardiohelp unit alarmed svo2 from the beginning of the support. (B)(4).